Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and device displayed high pacing impedances, high thresholds and loss of capture (loc). The patient experienced a lack of bi-ventricular pacing. An x-ray was performed which noted that the lead had pulled back and was near the coronary sinus. The patient was seen for a revision procedure where the lead was attempted to be extracted. Access was unable to be obtained. The patient was referred for a future attempt at lead extraction with subsequent lead implantation. The lead remains in service.